Manufacturer narrative:
The manufacturer previously reported a ventilator had a flow failure and an issue related to the internal battery was observed. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery and sensor board were replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator had a flow failure and an issue related to the internal battery was observed. There was no harm or injury reported. The device has yet to be evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.